Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') and back pain ('lower back pain') in a (B)(6) year old female patient who had essure (batch no. 955815) inserted. The patient's medical history included arrhythmia, dysmenorrhea, non-ulcer dyspepsia and irritable colon. Concomitant products included bisoprolol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (l-sc total c tube removal, hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower and back pain to be unrelated to essure. The reporter commented: essure implant location normal. Full removal l-sc not successful, therefore decided to remove l-sc tubes and uterus due to menstrual disorders and pain no sample available. Chronic pain unrelated to endometriosis/adenomyosis/myoma. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') and back pain ('lower back pain') in a 34-year-old female patient who had essure (batch no. 955815) inserted. The patient's medical history included arrhythmia, dysmenorrhea, non-ulcer dyspepsia and irritable colon. Concurrent conditions included overweight. Concomitant products included bisoprolol. On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic total tube removal, hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower and back pain to be unrelated to essure. The reporter commented: essure implant location normal. Full removal l-sc not successful, therefore decided to remove l-sc tubes and uterus due to menstrual disorders and pain. No sample available. Chronic pain unrelated to endometriosis/adenomyosis/myoma. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.